Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in right coronary artery. A 20 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal region of the stent were lifted slightly from their crimped position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in right coronary artery. A 20 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.